Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. Customer stated that they were not able to fill the reservoir vial and able to get the transfer guard on the insulin vial but was not able to fill the reservoir. The reservoir will not be returned for analysis.